Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an implantable cardioverter defibrillator that was in backup vvi. The device was reverted to previous settings. The patient was stable.